Event description:
It was reported that the pt barrier rotational handle locks were broken. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.